Event description:
While attempting to pace a pt (age unknown) at 140 milliamps, the device failed to capture the pt's heart rhythm. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.